Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances out of range. Technical services (ts) recommended monitor the shock impedance measurements and stated that the lead will need a replacement soon. Further on, the patient was taken to the clinic and the shock impedance was tested. The high out of range values were confirmed and the physician will continue to monitor the lead. Additionally, the patient received two appropriate shock therapy a year ago, that successfully converted the rhythm, nonetheless, it was unsure if the shock impedances out of range contributed to the two shocks or the patient did required the two shocks. Additional information was received that the previously reported shocks occurred during a heart catheterization procedure. This rv lead remains in service. No additional adverse patient effects were reported.